Event description:
The customer reported the ac power indicator led does not turn on, and unit is not charging battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power indicator led does not turn on, and unit is not charging battery. There was no report of pt involvement. The customer was informed that this device has been out of support and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.